Event description:
It was reported that the patient experienced discomfort, pain and swelling above the penis soon after an inflatable penile prosthesis (ipp) implant. During an appointment, the reservoir was palpated on this area. The physician suspected the device had moved out of its implant location during a bowel movement. A revision surgery was performed in which the existing reservoir was removed and a new component was implanted in another spot. There were no device malfunctions associated with the explanted reservoir and the patient full recovered following the intervention.